Manufacturer narrative:
Initial input: in this case, patient was told that they would need an extraction. Follow-up appointment is scheduled in approx. 3 months. Manufacturer will reach back out at the 3 month mark to collect any new information to be provided for the follow-up report. The health effect clinical code is currenty 2428: tooth fracture as the tooth has yet to be extracted, but the file is stuck in the tooth and has currently caused damage to the tooth. When/if the follow-up information comes from the distributor/dentist, the follow-up report will identify tooth loss as the clinical code. The current medical device problem code is 1069: break. Dr. (B)(6) provided two different speed ranges during the call. First stating 400-550 and later stating he always uses 500-650 rpm. Customer service agent reviewed that speed should not exceed 400 rpm.

Event description:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function. In this event it was reported by the dentist, dr. (B)(6) that he had 3 files separate. He stated that he used a brand-new sybron electric gear reduction handpiece. In the case of this specific event report, the patient was told that they would need the tooth extracted and that the follow-up appointment is scheduled in approximately 3 months. The files and the packaging are not available for testing and/or inspection. The lot number information was retrieved. Dr. (B)(6) provided two different speed ranges during the intake call. First, he stated that he used a speed of 400-500 rpm and later stated that he always uses 500-650 rpm. The customer service representative reviewed that speed should not exceed 400 rpm. This is the initial report, and as of (B)(6) 2023, the tooth has not yet been extracted, so the report is only as a malfunction. If the tooth is extracted, a follow-up report will be submitted as a serious injury.